Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the physician observed that the device did not have a needle. The report noted that there was no patient injury and that the device was discarded.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon noticed that the trocar was missing prior to entering the patient's eye (od), and reiterated that there was no adverse impact to the patient, and no additional intervention required. The patient status was described as "stable off drops" with the event "resolved".